Manufacturer narrative:
The customer¿s report of a cracked maxzero leaking was confirmed. Visual inspection of the set noted a hairline crack on the female luer. There were no other anomalies observed. Functional testing confirmed leaking from a hairline crack on the female luer of the maxzero component. The root cause of the customer¿s report was not identified.

Event description:
The report suggests a leak was identified from a crack in the maxzero during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The domestic similar list number is mz1000-07. The 510k number provided is for the domestic similar product. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The report suggests a leak was identified from a crack in the maxzero during clinical use. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.